Manufacturer narrative:
Customer reported plate to be visual damaged (not reportable), but when the product was returned it was noticed that it is broken (reportable). Therefore, proper analysis code was selected, product investigation closed and then it was reopened in order to trigger reportability. The t-fusion plate is broken as complained ¿ two sidewalls at the top of the plate are broken off. On the plate surface there are some dents and scratches visible, most likely from a bending instrument. The certificate of the raw material was reviewed during the performed device history review and meet specification. The t-fusion plate is made from ti al6 nb7. The complaint condition is confirmed as the t-fusion plate is broken at the area of the t-zone. This production lot (h469369) was manufactured in october 2017 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The investigation found no manufacturing related issues that would have contributed to this complaint condition. Based on these findings, we have to assume that the plate broke due to a mechanical overloading, most likely during contouring. Important note: titanium implants should never be bent for- and backwards, notched, or scratched. Such manipulations can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot : part number: 04.211.253. Lot number: h469369. Part manufacturing date: 09 october 2017. Manufacturing site: (B)(4). Part expiration date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4/2.7 mm ti va lcp t-fusion pl/2 hole head/short nonsterile product was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the variable angle (va) t-fusion plate was found to be defective. It was unknown if when the event occurred. It is unknown if there was a patient and surgical involvement. This report is for one (1) 2.4/2.7 mm ti va-lcp t-fusion pl/2 hole head/short this is report 1 of 1 for (B)(4).